Event description:
It was reported that a pump alarm was heard. It was reported that during this time the patient felt "horribly", was lethargic, and was weak. The alarm was heard approximately 9 days prior to a drug refill date. Seven months later it was reported that the pump was replaced when the patient "was still having problems." The device system was used to deliver dilaudid.

Manufacturer narrative:
Product ID 8832 lot# serial# (B)(4), product type: programmer, patient product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, lot# l80005, implanted: (B)(6) 2000, product type: catheter. Product ID: 8575, lot# n069461, implanted: (B)(6) 2006, explanted: (B)(6) 2007, product type: accessory. (B)(4).